Manufacturer narrative:
Follow-up # 1 ¿ (05/30/2015). The patient¿s meter and test strips have been returned on 5/12/2015 and evaluated by lifescan product analysis on 5/18/2015 and 5/20/2015, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultralink meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message occurred on ¿(B)(6) 2015¿. The patient manages their diabetes with an insulin pump and he denied taking any action to his usual diabetes management routine as a result of the error message. The patient stated that ¿immediately¿ after the alleged product issue began he developed the symptoms of ¿dry mouth, sweating and shaking¿. The patient denied any treatment was administered. At the time of trouble shooting, the cca confirmed it was the first time the product was being used. The patient used the correct test strip and the correct testing steps were carried out. There was no misuse of the subject meter. Cca walked the patient through a retest and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.